Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information submitted in the initial 3500a report. The 'event date' field should have stated (B)(6) 2017 and not (B)(6) 2017. This has been updated with the correct information.

Event description:
On (B)(6) 2017, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call. The reporter advised that the alleged issue began at 9 a.m., in (B)(6)2017. The reporter claimed that the patient obtained blood glucose readings of ¿360, 298, 198 and 67 mg/dl¿ on the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages his diabetes with self-adjusted insulin (type not reported, usual dose 30 units) and the reporter advised that in response to the alleged issue, she decreased the patient¿s medication; administering 25 units of insulin as opposed to his usual dose of 30 units. The reporter advised during the call that approximately one hour after the alleged issue began, the patient developed symptoms of feeling ¿lightheaded and disoriented¿. The reporter advised that at 9 a.m., on (B)(6) 2017, she took the patient to the doctor¿s office where his blood glucose was reportedly measured at ¿200 something¿ on the clinic device (brand not reported). The reporter was unable to confirm if the patient¿s doctor treated the patient. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr established that the test strips had been stored properly, were not open beyond their discard date and had not expired; however, the reporter was unable and/or unwilling to confirm if the test strip vial was intact.the csr walked the patient through a control solution test and the result obtained fell out with the specified range printed on the test strip vial. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the reporter decreased the patient¿s dose of insulin based on the alleged inaccurately erratic results obtained with the subject meter.